Event description:
It was reported that pump triggered repeated cartridge alarms that were not related to the load process, and caller noted similar alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and pump was confirmed to be in warranty, so technical support arranged shipment of replacement pump with updated software, instructed customer to place old pump in storage mode, and return it within 10 days using provided shipping materials; customer was also advised to reprogram pump settings and reconnect continuous glucose monitor on replacement pump and acknowledged all instructions.